Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter, and, prior to usage on the patient, a wire broke and the ring size (loop of the catheter) stopped changing. The loop of the catheter was stuck in a full contracted position. No other physical damage, ring damage, or electrode damage was noted at the distal end of the catheter. The catheter was replaced with another one and the procedure continued until completion. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).